Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) 2 was analyzed and the complaint regarding error 26002 could not be replicated by failure analysis. The error could be confirmed as having occurred in the field but could not be replicated during in-house testing. No errors were triggered. The unit passed all tests. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm2 to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, repeated non-recoverable faults occurred. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and the following additional information was obtained: the system functionality was checked upon powering up the system; no errors presented upon power up. The site completed troubleshooting with isi technical support and replaced universal surgical manipulator (usm) 2 with usm1 to resolve the issue. The procedure was completed robotically with three usms with no patient injury.